Manufacturer narrative:
The iol was returned to the manufacturer. The lens had one distorted haptic, a torn optic, the lens was partially folded and appears to have evidence of ophthalmic viscoelastic.

Event description:
We received a report regarding a patient who had an intraocular lens implanted. Once the lens was in the eye, the doctor did not like the way the lens was sitting in the eye and removed; he subsequently performed a vitrectomy. Another lens was implanted during the same procedure. An incision enlargement was not required and there was no patient injury reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.